Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reoccurred.